Event description:
The customer contacted beckman coulter, inc (bci) to report a potential hazard when using the power processor with line controller. The customer was removing tubes from the centrifuge when the centrifuge lid closed. The operator's finger was bruised. Medical treatment was not required. No reports of death or serious injury and no affect to pt treatment as result of this event.

Manufacturer narrative:
The system consists of a power processor with two centrifuges. The gas struts on the centrifuge lid are designed to allow the lid to close slowly, giving the operator time to remove the hands. The lid is light enough to lift with one hand, and does not have any sharp edges. The edges of the lid and centrifuge compartment are not likely to be contaminated with biohazardous material. The centrifuge lid closed unexpectedly when the gas struts holding the lid open, failed. The gas struts were replaced by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.